Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Upon visual evaluation, it was noted that the suture was cut. The broken pieces were not returned. The most likely cause of this condition is when some sharp instruments cut it. No problem found.

Event description:
It was reported that during meniscus sewing the suture broke. The broken parts were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.